Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4) , ubd:14-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, their family/friend and manufacturer representative, regarding patient's neurostimulator (ins), implanted for spinal pain. It was reported that patient thinks lead probe moved because he is being shocked by the device. Patient can barely move due to the pain. Caller states the patient also thinks the probe is irritating a nerve because the patient has shut off stim and is still experiencing the sensation. It was conformed that patient programmer showed the stim was off. Patient was redirected to their hcp. Later, the rep reported that patient states that on (B)(6) 2019 he had an insidious onset of pain on one side of his upper back. He said that he was experiencing a slight numbness in his leg. He feels that the lead had moved and ¿is pressing on a nerve.¿ he reports that his system was ¿working great¿ prior to (B)(6). He does not remember any trauma occurring or anything that could be a cause of this pain. The patient lives three hours away. Rep was responding to a page from the doctor¿s office. Rep called the patient and received this information over the phone. The patient said that his device had been turned off. Rep had the patient communicate with his device using his programmer, as well as, his recharger. Rep was confident that it was indeed off. Rep's anticipated meet date is (B)(6) 2019. Patient said that he may have to go to the ER to obtain medical treatment if the pain did not subside. Rep called the managing physician and relayed the conversation. Rep gave them the implanting physician¿s name in case they wanted to obtain records from them. They did not have a x-ray on file. The issue was not resolved. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.